Manufacturer narrative:
The device will not be returned for analysis; it is not possible to confirm the reported event without an evaluation of the device. If any additional information becomes available it will be reported in a supplemental report. The device will not be returned for evaluation.

Event description:
It was reported that three cannulated screws were removed during a revision surgery due to painful hardware. It was reported that the surgeon converted to a total hip replacement, but no other details were available regarding the reason for the revision surgery. It was reported that the revision surgery was completed successfully without a delay.